Event description:
During intraocular lens (iol) implant surgery, the haptic stuck to the iol after the iol was inserted into the eye. The incision was enlarged to faciliate removal and replacement of the iol. Pt outcome was good.